Manufacturer narrative:
The ge service rep troubleshot the system and completed the image load on the computer. The system operates as intended.

Event description:
The customer reported that the system does not boot up. No patient injury was reported.